Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) inappropriately switched to backup bvvi mode. The patient was asymptomatic. The pm was reprogrammed and the patient was in stable condition.

Event description:
Additional information received indicated that the patient felt discomfort as a result of the device reset.